Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after a trial procedure, the patient had an atrial fibrillation. No cardiovascular issues were documented prior to procedure, but patient did admit having some chest discomfort in the weeks leading up to the trial. The physician believed that it was potentially related to anesthesia. The trial leads were pulled out, and patient was sent to the emergency department for further examination. The trial leads were discarded per hospital policy and patient was doing well.